Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown screw cannulated/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. PMA 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction & internal fixation (orif) of a pilon fracture on (B)(6) 2017 as the surgeon begun to drill down, a 4.0 cannulated screw knocked into an implanted locking screw and begun to unthread causing an estimated 3 minute delay in surgery. It was believed by the sales consultant and surgeon that the screw begun to unthread because it knocked into the locking screw; but, because of a second occurrence of the same incident later that week (see linked complaint) the sales consultant does not believe that was the cause any longer. It is now unknown how or why the screw begun to unthread. The unthreading of the screw left fragments in the patient; but, were all removed with ease. The sales consultant explained that this was the first of two times in one week that a screw of this type started to unthread during a procedure (see linked complaint). The patient was reported to be in good condition following the procedure. The part is not available for return. This report involves 1 part. Concomitant devices reported: unknown locking screw (part # unknown, lot # unknown, quantity 1). Unknown locking plate (part # unknown, lot # unknown, quantity 1). Unknown drill (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).